Event description:
Patient revised to address pain and elevated metal ion levels. X-ray provided.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Manufacturer narrative:
Additional narrative: examination of the returned devices finds nothing outward to suggest product error. A complaint database search finds no other reported incidents against the product and lot combinations since their release for distribution. Patient x-rays were received and reviewed by depuy cpd. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).